Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 238 mg/dl. Customer¿s blood glucose was 53 mg/dl at the time of incident and 52 mg/dl at the time of call. The customer did not provide details on symptoms related to the low blood glucose level episodes. The customer treated with the glucose tablet. Troubleshooting was done for low blood glucose. The drive support cap appears normal. Based on customer report customer did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.